Manufacturer narrative:
The hakim peritoneal catheter (ID 823045) was returned for evaluation. Failure analysis- the catheter is to short for any investigation. No root cause could be determined as the technician could not do any test with the short catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the catheter or could be due a kink in the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00013. A physician reported a certas valve (ID (B)(6) was implanted due to sah (subarachnoid hemorrhage) via l-p shunt on (B)(6) 2022 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj) and 823045 (hakim peritoneal catheter. Since the hydrocephalus got worse, the set pressure of the valve was lowered to 3 on unknown date. A patency check showed that the valve response was slow, so when the contrast medium was flowed, it flowed only in the direction of the lumbar catheter. Obstruction was suspected, therefore, the valve was removed on (B)(6) 2023. Based on information provided, it is unknown if the patient experienced signs and symptoms of valve malfunction.